Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 3.2 failed to close properly. A field service engineer identified that the solenoid was faulty. The solenoid and the drawer pyxis controller board were replaced to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es main drawer 3.2 failed to close properly. The drawer remained loose and did not latch shut, even when force was applied. The customer confirmed that there had been no visible obstructions or intrusions preventing it from closing. They had been unable to access any of the medications in the drawer to unload or release the cubies. There were no adverse events or injuries reported based on this incident.